Event description:
The patient was revised due to metal on metal with ultima implants. There was metalosis present and corrosion on neck taper. Surgeon was successful removing the srom stem rather easily and had to work a bit to take out sleeve. Replaced srom with arcos from zimmer. Replaced metal liner with pinnacle dual mobility metal liner. There was loosening at bone to implant interface. Doi: (B)(6) 2007; dor: (B)(6) 2022; affected side: right hip.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.